Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage; there was no evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the test as it self-activated. Cycle life testing was performed on the device; the device did not pass the testing as it self-activated prior to the first cycle. The device handle was opened to verify connections; under magnification, a small amount of soldering flux was observed on the switch body, lever, and actuator of the micro switch. The soldering flux caused the micro switch to remain in the "on" position. No nonconformities were observed with the solder joints. Based upon the evaluation results, the complaint was confirmed. The following corrective action has been taken to address the solder flux issue: maquet has revised the work instruction for the soldering process (B)(4)/handle assembly (B)(4) to add enhanced visual inspection to the soldering points and the switch contamination with flux. Maquet cardiovascular llc has initiated recall (B)(4) to address this failure mode. The FDA (B)(4) district recall coordinator has been advised. A notification letter has been sent to this customer. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, two hemopro devices would not shut off during testing. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report #2242352-2013-01490 for the related report.